Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked but the pump remained functional. Reportedly, the cause of the crack was unknown. Customer's blood glucose was 255 mg/dl which was addressed by delivering a bolus via the pump. Customer reported that manual injections and the pump would be used for insulin therapy.